Event description:
It was reported that the atrial lead was capped/not usable and a new lead was implanted instead. The device was explanted and replaced due to elective replacement indicator (eri). The device was returned to the manufacturer, analyzed, and tested out of specification. Follow-up attempts for further information were unsuccessful. Any additional relevant information received later will be added to the event. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned and analyzed. Calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.